Event description:
It was reported that on (B)(6) 2024, the patient underwent an open reduction/internal fixation surgery for an ankle fracture. After tibial screw insertion, the silver tube was pulled, and the image showed that the fibulink moved to the lateral side. When the surgeon tried to close the lid by pulling it, the silver and gold tubes fell out all at once before the fibulink mated with the lid. The surgeon tried to reconnect the sliver tube to the gold tube in that order; however, both tubes were deformed and unusable. The surgery was completed successfully within 30 minutes delay by using an alternative product. No additional medical intervention was required. No broken fragments were retained in the patient. There was no adverse patient consequence. This report involves one fibulink(r) syndesmosis repair kit/ti. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: d4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. D9: complainant part is not expected to be returned for manufacturer review/investigation. H3, h4, h6: without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.